Event description:
The customer reported via phone call that he recently went to the emergency room due to a high blood glucose level. Blood glucose level at the time of the visit was 317 mg/dl. Customer reported that he was sweating and could barely speak. The customer reported that his meter indicated a blood glucose level over 600 mg/dl which he treated, then felt that his blood glucose level dropped extremely low. Customer stated that he felt that his blood glucose level was in the range of 20 mg/dl, but the meter read 105 mg/dl. Customer stated that he did not feel that the meter was giving him accurate readings. The customer reported that he was wearing the insulin pump at the time of the emergency room visit. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.